Manufacturer narrative:
An initial visual examination of the device revealed pieces of foreign material were noticed inside the package which was confirmed to be sealed. The package was submerged in water dyed with food coloring which did not penetrate the sealed package. Therefore, the reported issue was substantiated. Additional evaluation results will be submitted once the investigation is complete. This report is being filed due to an unknown substance being inside of the sealed packaging.

Event description:
It was reported that there is an unknown material on the device inside of the sealed package. The device was found on the shelf and was never in an operating room. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. The device was received in its sealed original packaging. Visual inspection revealed particulates within the packaging. Based on the investigation, the root cause is an inspection error prior to distribution from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that there is an unknown material on the device inside of the sealed package. The device was found on the shelf and was never in an operating room. There was no patient involvement and no adverse consequences associated with this event.